Manufacturer narrative:
The patient's device was explanted.

Manufacturer narrative:
The company was informed that the explanted device is lost and will not be returned to the company. A review of device history records was completed and no rework noted.

Manufacturer narrative:
The patient reportedly developed a skin flap infection. On (B)(6) 2015 the patient was prescribed antibiotics (ceftriaxone) for two months. On (B)(6) 2015 the patient had a wound revision surgery. The seroma and granulation tissue were removed. The patient was recommended to discontinue wearing the external equipment for two weeks. The patient was hospitalized on (B)(6) 2015. The patient has recovered. This is the final report.

Event description:
The pt reportedly experienced inflammation at the implant site. Revision surgery is scheduled.